Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that when he had opened the test strip vial the test strips had been stuck together and that he had to pull them apart. Customer stated that the vial of strips was sealed and intact when received. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/15/2023 and open vial date was not disclosed. Customer has discontinued product (truetrack) and was upgraded to true metrix product line.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: customer contacted manufacturer in a follow-up call on 26-jul-2023- customer stated replacement products resolved the initial concern.

Manufacturer narrative:
Sections with additional information as of: 19-sept-2023. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Defect found on returned strips: physical defect of strips: sticking together. Reported defect not reproduced on returned meter. Product evaluation has been completed. Internal investigation has been completed and root cause selected. Root cause: rc-003: other root cause: excessive adhesive on the strips.